Event description:
The device was used during a laparoscopic splenectomy. Ez35w black trigger was partially squeezed resulting in a partial firing of the cartridge. When the surgeon closed the white handle of the device. The device locked out. Considerable effort was needed to remove the device from the splenic hilum. The device was reloaded and fired to complete the procedure. There was no pt consequence.